Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted bilaterally, he has starburst, halos, glare, light sensitivity, and headaches. He says the symptoms are debilitating keeping him from driving safely at night. The left lens has been adjusted but still very blurry. Additional information was requested. This file is for the left eye.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).